Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on 8/23/2013 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent hernia repair surgery on 7/11/2014. It was reported that the patient experienced severe pain, numbness, inguinodynia, stress and anxiety. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 6/21/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.